Manufacturer narrative:
The information collection is on-going and additional details will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of concerto shower trolley. It was reported that the patient fell out from the device, but was caught by the caregiver, who then put the patient on the floor. No information about an injury occurrence has been provided.

Manufacturer narrative:
Arjo was notified about an event with involvement of concerto shower trolley. It was reported that the patient fell out from the device, but was caught by the caregiver, who then put the patient on the floor. No injury was reported to be a result of this event. The involved device was evaluated by the qualified arjo representative. According to the results of inspection, the device was working properly, according to manufacturer's specification but the mattress was not correctly aligned (moved towards stretcher's head end). Due to this, one of the side support catches could not be firmly secured in the upright position, because it was blocked by the mattress side strip. There are two side strips, located on two sides (left and right) of mattress, which are intended to attach mattress to the trolley's stretcher. In a consequence, the side support was not correctly locked and opened unexpected when under the pressure of patient's body weight. According to the provided information the concerto side support opened during use, which led to patient fell out. Based on the performed inspection of the device there was no malfunction found, but the mattress was not correctly placed (with both side clamps between points at which side support catches locks and with drainage in its slot in the stretcher). Each arjo concerto shower trolley is assembled with four safety catches which are responsible for holding side supports (with two catches on each) in upright position during use of the device for patient handling. Concerto instructions for use (IFU, 04.ba.05_12 revision delivered with the claimed device) provides information regarding correct locking of the side rails with catches together with supporting figures (e.g. Picture of incorrectly locked safety catch) as well as safety warnings: "when raising the side support, make sure the two catches snap into place" "to avoid the patient from falling out of the device, make sure that all the catches are in a locked position." The concerto mattress can be removed from the device to enable user performing the cleaning and disinfection routines. For this purpose the IFU provides also instructions regarding attaching and removing the mattress e.g.: "press the part of the mattress with the drainage into the stretcher in order to get the right position." Based on the above information it is considered likely that the mattress was incorrectly attached prior to the use with a resident which subsequently affected the secure positioning of the side support in the upright position (should be detectable for user upon check). In summary, according to the gathered information the involved concerto/basic shower trolley was used for a patient handling when the event occurred. Based on the performed evaluation of the device the device was according to the manufacturer's specification as there was no device malfunction, but the mattress was incorrectly aligned which then contributed to the event occurrence. This complaint was decided to be reported to competent authorities due to patient fall, which could have result in an injury occurrence. No adverse health consequences occurred.